Manufacturer narrative:
On (B)(6) 2016, the contact reported that no additional occlusion alarms have been received. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The infusion set site was changed and another occlusion alarm was received. The customer's blood glucose (bg) level was 600 mg/dl and insulin injections were administered to address the bg level. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the infusion set site again.